Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/5.0 mm balloon ruptured at 9 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was located in the trunk of the left main coronary artery. The physician used an 8f mach1 vl35 guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to post-dilate a cypher stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.